Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced pain and heating at the ipg site after a fall and high impedances. Surgical intervention took place wherein the scs system was explanted and replaced to address the issue.